Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the hospital nurse was in charge of loading the valve and the compression loading system (cls) was already in the sterile field prior to a medtronic representative entering the procedure room. A pre-implant balloon valvuloplasty was performed. The left bundle branch block (lbbb) presented on the electrocardiogram (ECG) with a qrs interval of 155 milliseconds (ms). The lbbb resolved the day following onset with a qrs interval of 96 ms. Further recurrences were not observed. The physician indicated the lbbb was causal related to the valve.

Manufacturer narrative:
Continuation of d10: product ID {{evolutfx-34}}; product lot/serial number {(B)(6)}; product type: {{heart valve}}; implant date {(B)(6) 20024}; explant date {{na}}; product ID {{ deliv sys d-evolutfx-34}}; product lot/serial number {(B)(6)}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter aortic bioprosthetic valve, the patient developed transient left bundle branch block. Unspecified diagnostic tests were performed; however, no treatment was reported. No adverse patient effects were reported. Additional information received indicated that the compression loading system (cls) used for this implant case was an expired product. The product was used approximately 66 days following the labelled use by date. There were no reported issues with the use of the cls and no patient impact as result of the cls use.